Event description:
During insertion of the spring wire guide it kinked. Another MFR's 0.030" wire guide was used. After getting the balloon in position, they could not remove the spring wire guide. The catheter and wire guide were then removed as a unit. At this point the pt was stabilized, so another attempt at insertion was not made. There were no pt complications.